Manufacturer narrative:
No lot provided, therefore no DHR review could be completed. Product has been tested for biocompatibility. Results have found product to be non-cytotoxic, non-sensitizing, and non irritating.

Event description:
Severe skin irritation experienced at the electrode site. Symptoms include rashes, bruises where the snap of are located and severe hives. Cardiologist to continue to wear device and was prescribed doxycycline to take to relieve irritation.